Event description:
It was reported that the patient underwent a knee arthroplasty revision to address pain and instability approximately two (2) years post-operatively. The articular surface was upsized and the patella was revised and resurfaced. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona medial congruent articular surface right 12mm catalog. #: 42522100412 lot #: 65787065, persona stemmed cemented tibial component right size c catalog. #: 42532006402 lot #: 66008457, persona cruciate retaining cemented narrow femoral component right size 6 catalog #: 42502006002 lot #: 65093013, persona tapered cemented stem extension 14mm x +30mm catalog #: 42557000114 lot #: 65627823. G2 - report source - foreign: event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, b4, g3, g6, h2, h3, h4, h6, h10, h11. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.